Manufacturer narrative:
Review of the device history record for the lots in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. The reported patient complications are inherent risks to this type of procedure. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. This report is being submitted as the baylis medical devices were among the many devices used during the procedure.

Event description:
The baylis medical nrg transseptal needle and torflex transseptal guiding sheath were used for transseptal puncture during a procedure. The patient's anatomy was noted to be abnormal, requiring the rf transseptal needle to be clocked around 12-1 rather than 4-5 for transseptal puncture. Following five applications of rf energy, transseptal puncture was achieved and confirmed with bubbles in the left atrium. After transseptal access, the sheath and dilator were extended over the needle tip and the dilator, followed with retraction of the dilator and transseptal needle. When drawing back using the sheath, pericardial fluid was observed. Due to the patient's rotated anatomy, it is believed that the outer wall of the left atrium may have been inadvertently perforated. A pericardial valve was put in place to resolve the issue. The procedure was aborted due to the complication. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. This report is being submitted as the baylis medical devices were among the many devices used during the procedure. Separate MDR reports have been submitted for each device used in the procedure. The report for the nrg transseptal needle is submitted under MFR report #: 9710452-2017-00025.